Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015. The customer stated they were in a motorcycle accident, leading to their hospitalization. Customer was connected to the insulin pump during the accident. The customer's blood glucose was under 200 mg/dl at the time of hospitalization. Customer suffered broken ribs and a broken collar bone from the accident. It was also reported the insulin pump was damaged due to the accident. The customer stated the insulin pump's screen was scratched. Customer was disconnected from the call before further information was collected. The insulin pump will not be returned for analysis.